Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that the patient called for medical information and additionally reported an adverse event. The patient had an unspecified stent placed in an unspecified vessel due to an unspecified reason five years ago. The patient had an unknown event leading to two unspecified stent placement seventeen months ago. No further information was available as call was disconnected. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Please note that the event date is (B)(6) 2014. The exact day is unknown and is being reported as (B)(6) 2014. Please also note that the exact date of implantation is unknown but was approximately five (5) years ago (approximately 2009). The product is not available for evaluation and testing. The report received from the patient/initial reporter through the medical affairs department indicated that the patient called for medical information and additionally reported an adverse event. The patient had an unspecified stent placed in an unspecified vessel due to an unspecified reason five years ago. The patient had an unknown event leading to two unspecified stent placement seventeen months ago. No further information was available as call was disconnected. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.